Event description:
The customer alleged they received questionable creatinine plus ver.2 (crea) results on their c702 analyzer (702a). It was unknown exactly how many patient samples were involved in this event. The units of measure were mg/dl. Repeating testing was also performed using another c702 analyzer (702b), a modular analytical p-module, a cobas 6000 c501 module. The serial numbers were not provided for the repeat analyzers. The customer provided (B)(4) as the serial number for one of the c702 analyzers, but it was unknown which c702 analyzer. Repeat testing was also performed using the creatinine jaffe (crej) reagent, lot number 671603 and the expiration date was not provided. Please refer to the attachment to the medwatch for the patient data. The customer stated the results from the p-module fit the clinical status and previous results of the patient from (B)(6) 2013. The customer considered the results from the p-module to be correct. The customer stated that incorrect results were initially reported, but corrected the next day. It was unknown which results were reported. There were no reports of any adverse events. The crea reagent lot number was 676439 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6). For the medwatch for the c702 analyzer referred to as 702b, refer to the medwatch with patient identifier (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. Patient samples were returned for investigation. The samples were tested using retention packs of the lots involved in the event and another lot of reagent on a c701 and c501 analyzer. The customer's results were reproduced, but only with the lots of reagents involved in this event. As the customer did not observe the high creatinine results when the patients had new samples tested after the patients discontinued their medications, a drug interference could be the reason for the observed effect. Drug interference testing was performed and a specific interference could not be identified. Additional sample was not available for further investigation.